Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 18sep2018. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. Following pre-dilatation, a 3.00 x 16 synergy stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Device evaluated by MFR.: a synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent row 1 was damaged with stent struts lifted from the stent profile. The most distal stent strut rows were damaged with stent strut rows stretched and pulled in a distal direction. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis.